Event description:
It was reported that the pt's ipg recharge burden has increased in the last two weeks. The pt reported he had a CT scan two weeks ago, but shut off his scs system. The pt stated he fully charges the ipg and then loses stimulation in 24 hours. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.